Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one 46 year old male patient with diabetes. The results were both reactive and nonreactive for syphilis with other methods. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): alinity result = 0.91 s/co. Autobio result = 5.912 reactive. Tppa result was between negative and a weak positive. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, alinity I syphilis tp, with 510k number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates that the reagent lot 72012be01 shows higher complaint activity than expected, however ticket and trending review did not identify any related trends regarding commonalities for complaint lot numbers and customer issue. Device history record review did not show any nonconformances, potential nonconformance or deviations with the likely cause lot number. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Product labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp for lot number 72012be01 was identified.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one 46-year-old male patient with diabetes. The patients were both reactive and nonreactive for syphilis with other methods. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): alinity result = 0.91 s/co, autobio result = 5.912 reactive, tppa result was between negative and a weak positive. Additional information provided 29sept2025: tppa test was repeated and was negative. The customer is no longer questioning the abbott result and believes it to be correct. No impact to patient management was reported.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one 46 year old male patient with diabetes. The patients were both reactive and nonreactive for syphilis with other methods. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): alinity result = 0.91 s/co. Autobio result = 5.912 reactive. Tppa result was between negative and a weak positive. Additional information provided 29sept2025: tppa test was repeated and was negative. The customer is no longer questioning the abbott result and believes it to be correct. No impact to patient management was reported.

Manufacturer narrative:
Additional information provided 29sept2025: tppa test was repeated and was negative. The customer is no longer questioning the abbott result and believes it to be correct. Section b5 was updated. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.